Manufacturer narrative:
(B)(4). Catalog number (B)(4) is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it was discarded; therefore a return sample evaluation is unable to be performed. Bezoar is a known complications of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in italy underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the patient developed phytobezoar at the tip of jejunal tube and ulcer in the pylorus and angulus of stomach. The jejunal tube was removed. The reporter referred that the decubitus ulcer was due to the pressure exerted by the phytobezoar.